Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was scheduled for explantation of the vns for an unknown reason. Follow up revealed that the patient was suffering from schizophrenia and was having delusions about her vns system, which had caused multiple ER visits. The patient's neurologist was advising the removal of the vns for the patient's physical safety. The cause of the delusions were reported as not due to the vns, but the patient's schizophrenia, but further details could not be provided as to the notation that the removal was for the patient's safety.